Event description:
Dealer states the right side cross brace broke where the seat rail attaches. Patient under weight limit per dealer.

Manufacturer narrative:
Follow up to be sent if additional information is received.

Manufacturer narrative:
The initial child filed on this event was filed in error as invamex therefore, the (B)(4) will be notified. It was incorrectly marked as a serious injury on the type of reportable event field, which was corrected to malfunction.

Event description:
Dealer states the right side cross brace broke where the seat rail attaches. Patient under weight limit per dealer.